Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested including leak, clear passage and clamp function testing with no issues noted. An integrity test was performed between the patient connector/adapter of the transfer set and in-lab titanium adapter; no connection issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the patient connector of a transfer set and the titanium adapter; further described as "cannot connect tightly to titanium adapter". This occurred before use of set for peritoneal dialysis therapy. There was no allegation against the titanium adapter. There was no patient involvement. No additional information is available.